Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No frozen screen was noted. The pump was received missing end cap sticker, minor scratches on lcd window, cracked case at display window corners and battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call indicating a button error from the insulin pump. The customer's blood glucose reading was 316 mg/dl. The customer stated that the pump is frozen and alarmed button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer declined trouble shooting for the pump.